Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated impedance was observed on the left ventricular (lv) lead. No intervention has been performed. The patient's condition was stable and will continue to be monitored. Additional information was requested but is not yet available.